Event description:
The device was applied to a patient in cardiac arrest. It was reported that after 30 minutes the device developed a problem. The device was removed from the patient and a manual CPR continued. The nurse using the unit claimed that the piston compressing the chest moved slowly. The patient was not revived.

Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. Both mechanical and functional testing was done including long term operation testing. The complaint was partially confirmed when tested. It was found that the piston did not operate but after a period of time migrated to a depth of 2cm. The root cause of the problem was found to be a damaged piston in the timing regulator. The piston was galled creating a situation where the piston stuck and the regulator did not function. This allowed excessive pressure to the timing solenoid which prevented the piston from operating. This problem has two potential causes: there was contamination in the unit, or it was operated using inadequate input pressure. Inadequate input pressure can cause a harmonic vibration in the regulator which may damage the piston. No contamination was found and low input pressures are a known problem in taiwan. Our conclusion is that operation of the unit with input pressure below the recommendation contributed to this failure. The unit will receive the recommended factory service and be returned to the customer.